Event description:
Pediatric dental surgery using anesthesia machine ge/datex/aisys model. Following induction of anesthesia and placement of a breathing tube, the ventilator was turned on. Co2 capnography tracing disappeared. When the pt was returned to manual ventilator, capnography waves re-appeared. Capnography disappeared again with a repeat attempt to place the pt on the ventilator. Decision was made to cancel the case. The pt was woken up from the anesthesia without surgery. The anesthesia machine was appropriately checked prior to start of anesthesia. Of note, the same machine was used the day prior for pediatric dental surgery without complications. Secondly, one of my nurse anesthetists had a similar situation with the same type of anesthesia machine, at another hospital we service. Dates of use: (B)(6) 2016. Diagnosis or reason for use: dental surgery.